Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. It is assumed that the reported event is possibly caused by the user's handling. Since the inside of the ultrasonic probe is exposed due to scratches on the surface, it is possible that the tip of the ultrasonic probe hits a sharp object during use or reprocessing, or was rubbed strongly with a brush, finger, or nail. It is presumed that the inside of the ultrasonic probe was peeled off due to the peeling of the surface of the ultrasonic probe. In addition, it is presumed that external force was applied to the tip part because the internal element was damaged. The definitive cause of the reported event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented. Per the product instructions for use, "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images". Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and a crack with deep scratches and/or external parts exposed was noted on the ultrasound probe. The cause cannot be conclusively determined.

Event description:
It was reported that during preparation for use a small hole in the rubber of the device's distal tip was identified. No additional information provided.